Manufacturer narrative:
Date of event: unknown. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. Additionally, retention samples were selected for evaluation and upon test completion, the customer's indicated failure mode was not observed. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin had poor barrier separation.